Event description:
The pt complained of neurological changes-which were seizure like. Physician says the episodes were behavioral because they were capable of voluntary activity, including responding verbally and following commands during the episodes. No neurological deficits were seen on physician exam. The pt underwent a head CT scan in 2003, which showed a small amount of air in the basilar cisterns. A follow up head CT scan 12 days later showed a slight reduction in the amount of air. The pt continues with the pain therapy, compounded morphine 65mg/ml at 5.88mg/day. The pt is also taking six other sedative medications prescribed by family physician, which the physician suspects may be responsible for the mental status changes the pt describes. The physician is not aware of any self injected air into the pocket or into the catheter access port. The physician plans to observe the pt and the actual vs. Programmer volumes.